Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: leadless pacing combined with extraction of an infected epicardial single chamber pacemaker in an 11-year-old girl. Polish heart journal. 2025. 1-4. Doi: 10.33963/v.phj.104480 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a pacemaker infection utilizing leadless pacing combined with extraction. The authors described a patient who was admitted to the hospital approximately two weeks post device replacement of their transvenous implantable pulse generator (ipg) with a superficial infection of the wound. The patient was started on antibiotics until a surgical intervention could be performed. Pseudomonas aeruginosa was found in the culture from the pocket and local treatment with vacuum dressing and targeted antibiotic treatment was performed and a leadless ipg was implanted. Two weeks later, the patient underwent an explant the infected transvenous ipg without disturbance of their leadless ipg. The leadless ipg exhibited poor atrioventricular synchrony due to low atrial mechanical signals. The leadless ipg remains in use. No additional adverse patient effects were reported.